Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, the pump was not delivering insulin properly. Customer thought the infusion set may have been the cause and it was changed out multiple times; no damage was observed. Customer also changed out the cartridge. Customer's blood glucose was approximately 200 mg/dl. As customer's bg was not elevated at the time of the report, tandem technical support could not determine a possible cause of the reported issue.